Manufacturer narrative:
UDI and catalog information are unknown. Premarket (510k) number is unknown. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a non disposable pump won't run alarm. Air in line, green flow stop. Patient not affected. No additional information available. There was no patient injury reported.

Manufacturer narrative:
Other, other text: additional information: d5, h6 this MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.